Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of 22-sep-2022, a system log review cannot be performed because the system logs are not available at this time. No video or images have been provided for review. This complaint is being reported bases on: after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and required hospitalization. The cause of the pneumothorax is unknown.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. The procedure was completed. Per the physician, the size of the nodule 12 mm and was located in the right middle lobe (rml) at the periphery of the lung - basically at the pleura. The procedure was completed and yielded a diagnosis of carcinoid cancer. A pneumothorax was identified post procedure via x-ray. The size of the pneumothorax did not increase over time and a chest tube was placed to make the patient comfortable. The pneumothorax resolved immediately after the placement of the chest tube. The patient was hospitalized over 24 hours because she opted to have the nodule resected post ion procedure. The patient was stable and released the next day in stable condition.